Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable breakage. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: the repair department inspected the equipment, but the phenomenon could not be reproduced. The information obtained from this complaint and the investigation results did not lead to the identification of the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during cleaning and disinfection, the subject device had abnormal image. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during cleaning and disinfection, the subject device had abnormal image. There was no patient involvement.